Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Self test returned an unexpected pump error. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block during bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.